Manufacturer narrative:
An initial investigation was conducted using the glucose data synced by the customer to the data management system (dms), the cloud-based platform supporting the eversense system. The initial investigation revealed that on sep-25-2025 at 7:48 am/ sg: 19.9 mmol/l and no bg was entered. A review of the alert history revealed that the user received a high glucose alert at 7:48:46 am, when the sg was at 19.9 mmol/l. Although, the reported bg was still high, the patient stated that it was not a real hyperglycemia event and chose to not take any actions. To address the inaccuracies part, the issue was escalated to next level support, where it was determined that the system performance had deviated from expected behavior. To further investigate the issue and identify the root cause, a return material authorization (RMA) was issued to retrieve the sensor for evaluation. However, the sensor was not returned to senseonics. A further review of the in-vivo raw sensor data revealed optical instability around the time frame of the reported inaccuracies, which most likely contributed to the observed differences. The most likely root cause of the optical instability can be attributed to the in-vivo state of the sensor's chemical component (hydrogel). However, the exact root cause could not be determined as sensor was not received. No further investigation was possible for this complaint.

Manufacturer narrative:
The manufacturer is currently performing investigation and results will be provided in a supplemental report.

Event description:
Senseonics was made aware of a false hyperglycemia event where the eversense e3 cgm alerted the customer with a high glucose alert. The incident occurred on (B)(6) 2025 at 07:48 am. The blood glucose (bg) value was 11.3 mmol/l and sensor glucose (sg) reading was 19.9 mmol/l. The customer did not take any actions based on the bg value.